Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Belt sn (B)(4) has not yet been recovered from the field. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A u.s distributor contacted zoll to report that a patient passed away on (B)(6) 2017 around 3:00am while wearing the device. The patient was in the hospital at the time of the event. Per the downloaded ECG and flag data, the patient went into asystole around 03:16:04am. Asystole is considered a non-shockable rhythm. Between 02:14:15 and 02:15:06am, the patient experience a defibrillation event consisting of two treatment shocks. The rhythm at the time of treatment shocks was asystole. Oversensing of a low-amplitude cardiac signal contributed to the false detections. There is no evidence that the inappropriate treatments during asystole contributed to the patient death as the patient was already in a non-life sustaining rhythm.